Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of flow issues ¿ fluid blockage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that the sample passed the leak test and it was determined there is no occlusion that would cause the bubbles referenced by the customer. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. The failure is more likely attributed to misuse by the customer, in which the device dose started with a high pressure causing the bubbles. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set luerlok 6 in std bore had flow issues I am sending you a material safety report concerning a q-syte bi-directional valve with extension ref 385101, following an incident which occurred on 09/01/2025. The batch number of the device is not known, as it was fitted in the emergency department and the incident occurred in the emergency department. When used to inject iodinated contrast as part of a CT scan, the device could not withstand a pressure of 2.5 ml/s. A bubble formed in the tubing. After checking the data sheet for this medical device, it is stated that it can withstand a flow rate of 445 ml/min, which is much higher than the pressure to which it was subjected. According to the radiology department, this is not an isolated incident. A photograph of the device in question is attached.